Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 2.0 inr. The corresponding lab result reported was 3.22 inr. No treatment was given to the patient. The reporter declined product replacement.